Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes.') And menorrhagia ('menorrhagia (heavy menstrual bleeding),') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain /abdominal "), abdominal pain ("pelvic pain /abdominal"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), iron deficiency anaemia ("anemia."), psychological trauma ("psych injury"), bladder disorder ("bladder problems.,"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events added: "dysmenorrhea (cramping), dyspareunia sexual intercourse), (painful pelvic pain /abdominal pain, back pain. Menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, psych injury, perforation: fallopian tubes., bladder problems., uti, vaginal infect., vaginal . Discharge, fatigue, dental problems, hormonal changes, headaches, nausea, vision problems, weight gain,plaintiff did not undergo essure confirmation test ".patient's demographics were added. Patient's information was updated. Product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain /abdominal "), abdominal pain ("pelvic pain /abdominal"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), iron deficiency anaemia ("anemia."), psychological trauma ("psych injury"), bladder disorder ("bladder problems.,"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea"), visual impairment ("vision problems") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). At the time of the report, the fallopian tube perforation, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received. Reporters information updated. . Event: lower abdominal pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.